Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed by connecting the device to a vial and a viaflo bag. Reconstitution was performed without any difficulty by squeezing the bag. The bag and vial were then turned upside down and the bag was squeezed to transfer the solution in the vial back to the bag. All solution was transferred back to the bag without any evidence of a leak. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device leaked. This occurred during reconstitution of an unknown medication. There was no patient involvement. Additional information was requested and is not available.